Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error logs. The fse found that the line to the top of the wash probe had come off. The fse reattached the wash probe line, put on a new zip tie and dried the leak sensor. The fse was then able to prime wash and substrate without issue. The fse repaired and validated the analyzer by priming the system and running quality control with passing results. No further action is required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period regarding 1003 and 3022 errors. Regarding error 2017 substrate purge failure, there were two complaints identified during the search period, including this case. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 1003 receive data error from t.panel description: a communication error occurred during reception from the touch panel. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. Error message: 2017 substrate purge failure description: the substrate was not purged normally. Troubleshooting: check for insufficient substrate. Error message: 3022 leak sensor s702 detected description: leakage sensor s702 activated. Troubleshooting: contact the service department. The most probable cause of the reported event could not be established.

Event description:
A customer reported "1003 receive data error from t. Panel, 2017 substrate purge failure, and 3022 leak sensor s702 detected" errors on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone ii (prog ii) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.